Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse inspected the sample loop and found the ferrule at position 1 was loose. The fse reinstalled and retightened the sample loop. Then the fse ran the pump and the pressure was reading was at 12.4 mpa. Fse loosened the i6 fitting at the injector valve. Also, the fse replaced the pre filter and retightened the i6 fitting. A second pressure reading was taken and it was 9.5 mpa. Quality control and a calibration run was performed and the results were within specification and without any errors. Instrument is performing as intended and was released. No further actions are required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 13th of july 2017 through awareness date on (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error: 101 pressure low, explanation: pump pressure fell below lower limit (pres-low), counter measure: execute air removal. The most probable cause for the reported issue is due to a possible clog in system, causing the pressure to spike, and then loosening the ferrule on the sample loop. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 100 low pressure on their g8 instrument. Customer checked for leaks on the filter and column and none was observed. The left door of the instrument was opened and a leak was observed from the injection valve from unmarked tubing between i2 and i6 tubing. The customer can see liquid leaking when the pump is turned on. Customer examined the tubing and no damage was observed. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.